Event description:
Patient reported they were hospitalized due to elevated blood glucose, 400 mg/dl. Patient received 04 errors (occlusion) while returning from vacation in the tropics. Patient stated their blood glucose measured 300 mg/dl, so they self-treated with 8 boluses to reduce blood glucose. Their blood glucose continued to rise and they were taken to the hospital. The hospital removed their device and treated with potassium and an IV of unknown contents. Patient was told their blood glucose was 400 mg/dl at the hospital. While on vacation, the device was exposed to water, extreme temperatures and they noticed condensation in the cartridge chamber. While troubleshooting it was determined that the patient has used the piston rod and adapter longer than recommended.